Manufacturer narrative:
Additional product code: dro. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose interconnection flex cable. The flex cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "pacer fault 116", "pacer disabled", "defib disabled", and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.